Event description:
Customer reportedly received the following results on the aviva nano system: 15.1 mmol/l, 7.3 mmol/l, and 6.0 mmol/l. Customer reportedly received the following results on the mobile system: 5.8 mmol/l, 7.0 mmol/l, 8.3 mmol/l. The compares were within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 490727, expiration date 03/31/2013). (B)(4).